Manufacturer narrative:
(B)(4). The sample availability is unknown. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 on a home choice (hc) machine during use during fill. The home patient (hp) stated that the hc goes from fill to drain immediately. The tsr then reviewed the therapy log . The tsr explained the alarms and the therapy logs to the hp. The hp stated that he believes that there is an issue with the machine and would like a new one sent. The tsr initiated a swap of the machine. The hp has a pro card. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved and was no patient injury or medical intervention indicated at the time of the initial.